Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. (B)(4).

Event description:
It was reported that during advancement of the 3.5 x 28 mm xience xpedition stent delivery system inside the guiding catheter resistance was felt which resulted in the stent implant dislodging from the balloon inside the guiding catheter. The dislodged stent implant was removed from the patient inside the guiding catheter. Another stent delivery system was used successfully to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.